Manufacturer narrative:
Block h1 type of reportable event: updated from serious injury to malfunction based on new additional information. The cardiac alarm occurred on a non-ge patient monitor and was not an indicator of an actual cardiac arrest. The customer confirmed there was no cardiac arrest event. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was replaced to resolve the issue.

Manufacturer narrative:
Additional information was received that there was no carrier board failure. The issue was loss of display that was resolved by reattaching the display cable. There was no reportable malfunction.

Event description:
The hospital reported a patient was connected to a carescape r860 when the unit allegedly stopped ventilating. A cardiac alarm was triggered, and a caregiver reportedly intervened. It was reported that there were no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.